Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay 2.0 performed on (B)(6) 2024. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay 2.0 performed on (B)(6) 2024 on direct tested nasopharyngeal sample. Repeat testing was performed on the same day which generated a positive result. Confirmation testing was performed via filmarray respiratory panel 2.1 on an unknown date which generated a negative result for sars-cov2 and a positive result for coronavirus nl63. The customer indicated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m821843 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: m821843, test base part number 192-430/ lot: m821843. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m821843 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause could be patient sample interference.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay 2.0 performed on (B)(6) 2024. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay 2.0 performed on 05mar2024 on direct tested nasopharyngeal sample. Repeat testing was performed on the same day which generated a positive result. Confirmation testing was performed via filmarray respiratory panel 2.1 on an unknown date which generated a negative result for sars-cov2 and a positive result for coronavirus nl63. The customer indicated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.